Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, the catheter became lodged on the guide wire. The 8mm x 3.0mm quantum maverick monorail catheter became "stuck" on the guide wire. The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient complications were reported. Patient status is reported as "fine".